Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b additional applicable product codes: nhl, pjs. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The current location of the replaced device is unknown.